Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and using fiasp insulin within the pump supplies. Tandem customer technical support (cts) informed customer that fiasp insulin is off label per the user guide. Cts also educated customer about completing ¿air removal¿ steps. There was no reported adverse impact to the customer's blood glucose. The customer changed pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.